Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunctions: c-cover had foreign objects due to contamination of device by foreign material from environment and e216 was due to corrosion on the plug unit, stress problem identified. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the image error e216 (scope communication err) occured due to corrosion on plug unit and c-cover had foreign objects. There was no patient involvement.